Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The customer had been sick and while sleeping, their pump had gotten ripped out. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within 48 hours. The customer had a low event once when their equipment was charging and did not get an alert. The customer had pneumonia at the time of the incident. The customer also reported sensor and transmitter issues. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.